Manufacturer narrative:
The device and x-rays associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Although the complaint is non-verifiable, a previous investigation found the material was changed from 17-4 to 455 and other design changes to the drill bit via eco# 300438 implemented on (B)(4) 2009. The root cause and all corrective actions are documented in (B)(4)that was initiated on (B)(4) 2009 and closed on (B)(4) 2009. It is unknown if the complaint sample was manufactured before or after the changes since the sample was not returned and the lot number were not provided. In addition, this product code is a single use device, it is unknown if the product was used more than once. No further action taken. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Drill bits broke in half during use, unable to retrieve all pieces from pt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.